Event description:
The pt received two scs leads from the same lot number. It was reported the pt is not receiving effective stimulation therapy from her scs system. An sjm representative met with the pt and a lead diagnostics showed multiple invalid contacts for one of the pt's scs leads. Surgical intervention to address the issue is planned for a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.